Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the insulin gauge was inaccurate. The cartridge was reloaded to resolve the issue. Customer's blood glucose was 110mg/dl.